Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarms. The customer¿s blood glucose level was high as 390 mg/dl. Troubleshooting was performed for pump error alarms and noticed they are not able to rewind the pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant no motor movement alarm during rewind due to corroded motor home switch. Unable to confirm drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm due to no motor movement alarm during rewind.